Event description:
Nurse was starting a peripheral IV on patients using a 20 gauge saf-t-intima. Once the cannula was in the vein, she pulled back on the back part of the IV set to retrieve the needle. Then she connected a 10ml syringe of normal saline to flush the IV device. As she pushed on the plunger, blood squirted out of the plastic tubing of the IV device into her left eye. She removed the device from patient's arm. She stated that she flushed her eye for 5 minutes with tap water and then with normal saline after removing her contact lenses.what was the original intended procedure?to start peripheral IV.device #1is this a laboratory device or laboratory test?no.